Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes contained foreign matter. The following information was provided by the initial reporter: " inside the tube (unopened) there is a large fiber, wire or hair."

Manufacturer narrative:
H6: investigation summary no samples and no photos were returned by the customer in support of this complaint. Therefore, 90 retention samples from the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode of foreign matter because no samples or photos were returned and the issue was not observed in the retain samples investigation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes contained foreign matter. The following information was provided by the initial reporter: " inside the tube (unopened) there is a large fiber, wire or hair."